Manufacturer narrative:
Customer (person): postal code: (B)(6). Occupation: risk manager PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a procedure in which a wayne pneumothorax set was used, the "pneumothorax perforated the [patient's] diaphragm and went into the liver". Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: h6 - annex f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 04feb2022, it was reported that the device was placed via direct insertion by two resident physicians. The patient was admitted for a traumatic fall/jump the week prior and was found to have a blocked chest tube with some right-side lung effusion. The plan was to insert a pigtail catheter to facilitate more drainage from the right lung. With the patient supine, the right arm was abducted and tied into position. The right chest was prepped and draped in a sterile fashion using chlorhexidine. An injection of 10cc 2% lidocaine with epi was placed into the skin and the rib space/pleura above the previous chest tube. A needle was inserted above the inframammary crease anterior axillary line and advanced above the rib until serosanguineous drainage was observed. The guidewire was passed easily into the chest incision extended with a scalpel. The dilator passed easily, followed by the pigtail using the seldinger technique. Scant serosanguineous drainage was then noted. The pigtail was connected to the water seal and suction to 20cmh2o. It was later increased to 40cmh2o after no drainage or air leak were noted. The previous chest tube was then removed with no issues. Serous drainage was noted from the insertion site during the removal of the previous chest tube. The area was dressed with non-adhering dressing to dry gauze and taped in place. No imaging was used to assist in the placement of the catheter. A repeat anterior/posterior chest x-ray demonstrated a low pigtail in the base of the right chest. No tidaling or air leak were noted. Follow up would occur the following day. If no significant drainage was noted, a CT would be considered to investigate loculated effusions. The patient went for an interventional guided pleural drain and it was then discovered that the pigtail was in the liver. This had caused minimal extravasation. When the pigtail was removed, no bleeding was noted. It was described to be a ¿nominal injury.¿ it was noted by the staff surgeon that, ¿the CT looks ok, liver will heal itself, we shall watch her closely but based on CT chance of a delayed bleed or complication is small.¿ it was confirmed that the device did not perforate the diaphragm. The patient was reported to have spent weeks in the hospital due to reasons unrelated to this event. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation (B)(6) hospital (canada) informed cook that on (B)(6) 2020, the pigtail catheter in a wayne pneumothorax catheter set and tray (rpn: c-utpt-1400-wayne-112497-imh, lot: unknown) was inadvertently placed in the liver. The patient was originally admitted for a traumatic fall/jump and found to have a blocked chest tube with right side lung effusion. The wayne catheter was to be placed to aid drainage from the right lung. The device was placed via seldinger technique by two resident physicians in their 2nd and 3rd year of residency. Imaging was not used to assist in the placement of the catheter. When the patient went in for an interventional guided pleural drain, it was noted that the catheter had been placed in the liver. The device was removed, and there was no significant bleeding or complications. It was reported that significant obesity was a contributing factor to the misplacement. The patient did not experience adverse effects due to this occurrence. Reviews of the documentation, including the instructions for use (IFU), manufacturing instructions and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be conducted, due to the lack of lot information provided by the facility. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿flexor introducer / flexor guiding sheath,¿ provides the following information to the user related to the reported failure mode: precautions: ¿this product is intended for use by physicians trained and experienced in the treatment of a pneumothorax. Standard techniques for placement of pneumothorax catheters should be employed. Lung puncture may result in an air embolus, which could lead to ischemia or infarction of major organs, including the brain or cardiac system.¿ instructions or use: ¿8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first mark begins 5cm from the last side hole. 10. Confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification. All connections must be secured and airtight. Perform inspections of the catheter and connections regularly. ¿ evidence provided the dmr suggests that there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product and the results of our investigation, it was concluded that an adverse event related to the patient condition and an unintended use error likely contributed to the reported event. It was reported that imaging was not used to assist in the placement of the catheter. The instruction for use recommends catheter placement to be confirmed by valve movement and fluoroscopic or roentgenographic verification. It is also possible that the patient¿s body habitus contributed to this failure. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.